Event description:
It was reported that, x- ray imaging was performed and the right ventricular (rv) lead was found to be dislodged. The rv lead was explanted and replaced to resolve this event. The patient was stable.